Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with blank display due to a corroded battery cap contact; however, the device had normal operating currents. No unexpected off no power alarm was noted. The insulin pump had cracked display window corners, cracked reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump had a battery problem and alarmed off no power. The reporter did not know the blood glucose reading. Nothing further reported.